Manufacturer narrative:
Complaint (B)(4). Dates of the events could not be obtained from the customer. Samples were provided, however, the investigation is still ongoing. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer advises tubes are underfilling. Customer states the tubes are really bad. They most often will not fill and only give 2-3 drops at a time. They have had these issues since the beginning when converting to greiner tubes. This is occurring when safety blood collection sets, straight needles, and syringes are used for collection. They are drawing a waste tube first. Phlebotomists are holding the tube in the holder with their thumb. When a tube is affected it will only give drops into the tube. Due to patient confidentiality they are unable to have phones with cameras in their facility (no photos available). This is occurring with everyone that tries to use the tubes. The customer opened an entirely new pack and stuck a volunteer, used a waste tube and was only able to get 21 tubes out of the 50 tube pack to fill appropriately. Customer believes the issue may be coming from the fact that the greiner tubes only fill half way. Customer advises this is not a lot issue and that all lots have performed in the same exact nature.

Manufacturer narrative:
Received 1rk 454322/b200836g for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated.